Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.1 cm diameter abdominal aortic aneurysm. The diameter of proximal neck was 20x21mm and distally it was 22.3x22.3mm with a length of 25mm. It was reported that during deployment of the bifurcated stent graft blood flow moved the stent graft, and it was unexpectedly deployed at approximately 4mm lower than expected below renal arteries. Touch-up was performed with another manufacturer's balloon. When final angiography was performed, a type ia endoleak was confirmed and an endurant 28/28/49 aortic cuff was added just below the renal arteries. Touch-up was performed again however, angiography showed decrease of the type ia endoleak. When angiography was performed from inside of the stent graft, pulsation was confirmed. At the same time, a slight delayed endoleak was seen and the physician determined it to be type ia endoleak. Further treatment was not performed. The physician attributed the type ia endoleak due to implanting the stent graft lower than intended. No additional clinical sequelae were reported and the patient is fine.